Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was already confirmed through earlier reference tickets. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). Customers utilizing a medtronic issued device have reported an inability to sign in to carelink within the inpen application on their device. Upon trying to sign into carelink for their medtronic cgm, they are getting an error that the url they are trying to access is blocked. This has prevented them from receiving cgm values from their medtronic cgm application within the inpen application. The reported issue was thoroughly investigated using the inpen app version 7.5.1.4 on samsung a13, android 14, in stage and production, and it was confirmed to be reproducible. Multiple test attempts were performed under various conditions, including the use of a vpn service to replicate network environments across different countries and regions. During the testing process, the application was installed successfully without any errors. However, when navigating to settings > connections > medtronic cgm to connect to the inpen app, the following errors were encountered: mdtloginocl.medtronic.com is blocked. Your organization doesn't allow you to view this site. Api.prod.EU.companionmedical.dev is blocked. Your organization does not allow you to view this site. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. This issue is confirmed. To address this issue, we have worked with the mdm team to have the above urls white-listed in workspace one. This has allowed users to access the urls and sign into carelink successfully. The issue appears to be related to either google rate limiting or human error in removing the ocl url from the allow list. Per inpen ticket (B)(4), has been confirmed gcp (google cloud platform) performance in inpen production environments (both us EU) attributable to rate limiting it is considered that indeterminate, intermittent variable issues may thus arise and possibly lead to the specific issues that have been reported. (B)(4) remains inprogress with anticipated resolution prior to (B)(6) 2025. Will need to revisit urls if issue reoccurs. Helpline has provided us with feedback that issue has been resolved for the customer and no further investigation is required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that cgm (continuous glucose monitor) value was not available on the inpen application. The customer reported no adverse event. The event involved product(s) mmt-8061. Troubleshooting was performed, and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. Product return is not applicable for non-physical device for mmt-8061.